Manufacturer narrative:
H.6. Investigation summary: bd received an 18 gauge angiocath unit from lot 4310403 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a piece of hair inside the sealed package. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that the piece of foreign matter most likely came from the packaging process. These products were manually filled and it was possible for the foreign matter to be introduced during this process. The manufacturing facility has been notified of this incident and the findings. A training was issued for all personnel involved in the packaging process. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that one bd angiocath¿ IV catheter 18ga 1.88in has been found containing foreign matter before use. The following has been provided by the initial reporter: hair got mixed in the package.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd angiocath IV catheter 18ga 1.88in has been found containing foreign matter before use. The following has been provided by the initial reporter: hair got mixed in the package.